Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37791 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger (serial# (B)(6)) a damaged connector port. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller called in stating that the ins battery and it was charged last week. Starting yesterday when attempting to charge the ins it was intermittent for it would come on then cut off then come on again. Caller noted they had an appointment with their hcp for monday the 12th and they were told that if anything were to happen some one could come out to meet the pt to jumpstart the ins. Caller provided pt with nas phone number and redirected caller to hcp. Caller noted the last time the ins battery was changed was in 2015; the reason for replacement was because they were told it had to be changed every 8 years. Then the caller conferenced the pt into the conversation for troubleshooting. During call pt attempted to charge the ins and they got a message that ps understood was reposition antenna; then the pt was getting the message charge the recharger now and it was showing it was charging from empty to a quarter. The pt last charged the recharger about 3 weeks ago. Pt will charge their recharger then attempt to charge ins. Additional information was received from a patient representative (pt rep). Pt rep called back stating that they were not able to get the device charged. Caller said that the recharger antenna wires were a little bit frayed. Caller noted that the recharger had been charged for like three days. Caller said that the pt been without the ins for like a week and a half. Pss reviewed recharger antenna replacement with the caller. Patient rep called back and stated that they received the replacement antenna, but they think the issue was actually the power supply cord as the recharger will not charge. Caller stated they have had the recharger plugged into the desktop charger for 3 days, but it will only show one little bar flashing and as soon as the power is disconnected, it shuts off. Caller stated the little pin feels loose like it's not staying in the recharger. Caller stated they have been wi thout charge in the implant for 2 weeks now. A replacement desktop charge was sent. Pt rep called with the pt also on the call. Caller said that they were calling about the same thing they called the last three times for. Caller said that they couldn't get the recharger to charge. Caller said that the belt was replaced to start with, then the recharger antenna was replaced and then yesterday they received the replacement dtc but that wouldn't do anything as the recharger wouldn't come on at all. Caller said that the pt had been without the ins for at least two weeks now. Pss walked the pt through resetting the recharger twice, however the recharger was still not powering on. Additional information was received from the pt rep. They and the pt called back and stated they have gotten all the equipment replaced but still cannot recharge. Pt stated they know they need to meet with someone to have the implant jump started. Pss had pt attempt to connect with programmer and recharger, but pt kept seeing the poor communication screens. Pt noted their implanting doctor is really far away but said they have a pain management closer. Pss reviewed requesting a manufacturer representative (rep) through hcp using nas. Pss also sent email to the field. Information was received from the manufacturer representative (rep). Rep requested pt information due to not remembering seeing or talking to the patient and needing clarification. No new information.